Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: "low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge."

Event description:
It was reported that customer experienced a blood glucose level of ¿high¿, specific value was not reported. Customer addressed elevated bg with a manual injection of insulin. Reportedly customer had run out of insulin in their cartridge and had not replaced it. Tandem technical support instructed customer to change cartridge. Upon loading a cartridge a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue.